Event description:
It was stated that when the patient was implanted with the permanent implantable neurostimulator (ins) in "the nurse hit a bump with the wheelchair." It was stated that when the patient got to the car, he told his wife "it wasn't working right, so that was repaired." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3550-29, lot# n203697, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).